Event description:
A dhs 8 hole locking plate and screws were implanted in (B)(6) 2011 for a femoral proximal metastatic fracture in a (B)(6) gentleman. Pt returned to hospital on (B)(6) 2012 as the plate had fractured in line with the bone fracture. A revision operation was required and an endo prosthesis was implanted.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.